Event description:
Smiths medical international ltd, has been notified of an event of where the user alleges the cuff leaked after in use on pt 4-5 hurs after tube was placed. The tube was replaced. No adverse outcome. Unit was pretested.